Manufacturer narrative:
The insulin pump was received with blank a display due to moisture damage on the electronic stack. No moisture damage on the motor noted. The unit was unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime/compromised force sensor system test, off no power test and excessive no delivery test due to blank display. The unit was received without its battery cap and possible battery cap damage could not be confirmed. The following physical damage was noted: cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads. (B)(4).

Event description:
The patient reported via phone call that her insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 274 mg/dl. A battery change and battery cap replacement was able to briefly resolve the issue; however, the insulin pump went blank again. The patient's blood glucose after the 2nd blank display anomaly exceeded 300 mg/dl. The insulin pump was returned for analysis.